Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and urinary tract infection on (B)(6) 2019 with blood glucose level of 1200 mg/dl. Customer was treated with manual injection and insulin drip. Customer had low blood glucose level of 52 mg/dl. Customer had blood glucose levels of 700 mg/dl, 400 mg/dl and 183 mg/dl. Customer declined troubleshooting. The insulin pump will not be returned for analysis.